Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. The temperatures of the device were found to be within specifications. A volumetric accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the volumetric accuracy test. The original piston foam was reinstalled and the device failed the volumetric accuracy test again. An inspection of the door assembly found a cracked door piston and deteriorated piston foam. The cause of the reported issue was determined to be the deteriorated piston foam and the cracked door piston. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved. No additional information is available.